Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Dexcom was made aware on 01/31/2017, that on (B)(6) 2017, the patient had passed away. The patient's daughter stated that on (B)(6) 2017 at around 12:30am her father was snoring but that he didn't sound right. The patient's daughter decided to take a finger stick reading and the patient's blood glucose was at 50mg/dl. The patient was not using the continuous glucose monitor (cgm) at the time. The patient's daughter gave him 5 tubes of glucose and after 45 min there was no change, so she gave him 2 more tubes, and again no change. The patient's breathing had become labored so she call the emergency medical teams (emt). When the emt came on the scene they started to perform cardiopulmonary resuscitation (CPR). After 10min the emt called the time of death. The patient died at home. The patient's daughter stated that cause of death was possible cardiac arrest. Based on information available, there is no evidence that usage of dexcom cgm have caused or contributed to the fatal outcome. However, contribution of diabetes mellitus in fatal outcome cannot be excluded. No product defects or failures were alleged. No death certificate was provided. No additional event or patient information is available.